Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 50 mg/dl. Bg level increased to stable range after customer reportedly drank juice to address the low bg. The customer declined to provide further information regarding the event.